Event description:
According to the reporter: the seal was punctured and torn by use of ethicon large clip applier, resulting in leakage throughout the remainder on the case. There was no injury to the patient.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: robotic partial nephrectomy. According to the reporter: details on the patient are unknown and the lot numbers are unavailable as stock has already been depleted. No part of the trocar fell into the patient and case time was not drastically extended. The patient was not affected by the malfunction of the trocar.

Manufacturer narrative:
(B)(4). Additional information provided by the account.

Manufacturer narrative:
(B)(4).